Event description:
Intera oncology received a report that the intera 3000 hai pump calculated flow rate was 1.07ml/d. The flow rate for this intera 3000 hai pump is 1.3ml/d as manufactured. The clinic provided intera oncology the pumps flow rate date from the last three months: (B)(6) 2024- volume returned 12.5ml, rate over 14 days = 1.25ml/day. (B)(6) 2024- volume returned 13 ml, rate over 14 days = 1.21ml/day. (B)(6) 2024- volume returned 15 ml, rate over 13 days = 1.2ml/day (patient came 1 day early). (B)(6) 2024- volume returned 15 ml, rate over 13 days = 1.2ml/day (patient came 1 day early). (B)(6) 2024- volume returned 15 ml, rate over 14 days = 1.07ml/day (slower than previous refill). (B)(6) 2024 - volume returned 15 ml, rate over 14 days = 1.07ml/day (slower again).

Manufacturer narrative:
Section g3, section h6 (codes b, c, and d) and section h11 were updated from intial report. Intera oncology follow-up with the clinic multiple times. The clinic mentioned that the pump is operating, even though, "not running exactly to what it is programmed for but nothing major. More just that each patient seems to run between 1.1-1.2ml/day consistently". No report of patient's adverse effect. Device remains implanted and in use with the patient. The cause of this event is unconfirmed. The device history record, (B)(4) l/n 28538290, was reviewed. There were no nonconformances pertaining to this serial number. There was 1 deviation related to the manufacture of this lot. The annual sterilization requalification was not completed before completion of this lot. The lot was held in quarantine until completion of the requalification. The deviation had no impact on device performance or sterility. The device met all specifications prior to release from manufacturing.

Manufacturer narrative:
To date, the intera 3000 hai pump remains implanted on the patient. The device history record was reviewed. There were no nonconformances pertaining to this serial number. There was 1 deviation related to the manufacture of this lot. The annual sterilization requalification was not completed before completion of this lot. The lot was held in quarantine until completion of the requalification. The deviation had no impact on device performance or sterility. The device met all specifications prior to release from manufacturing. Intera oncology is presently investigating the root cause of the reported incident and is examining the flow rate data provided by the clinic. In addition, we're in communication with the clinic to seek additional information for clarification purposes. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology received a report that the intera 3000 hai pump calculated flow rate was 1.07ml/d. The flow rate for this intera 3000 hai pump is 1.3ml/d as manufactured. The clinic provided intera oncology the pumps flow rate date from the last three months: (B)(6) 2024- volume returned 12.5ml, rate over 14 days = 1.25ml/day. (B)(6) 2024- volume returned 13 ml, rate over 14 days = 1.21ml/day. (B)(6) 2024- volume returned 15 ml, rate over 13 days = 1.2ml/day (patient came 1 day early). (B)(6) 2024- volume returned 15 ml, rate over 13 days = 1.2ml/day (patient came 1 day early). (B)(6) 2024- volume returned 15 ml, rate over 14 days = 1.07ml/day (slower than previous refill). (B)(6) 2024 - volume returned 15 ml, rate over 14 days = 1.07ml/day (slower again).